Manufacturer narrative:
Batch review performed on 09 march 2022: lot 2001729: (B)(4) . Expiration date: 2025-03-16. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert with a higher one 9 months after primary. The surgery was completed successfully.